Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and handpiece being used for an electrophysiology procedure. It was reported that the tip of the handpiece overheated and damaged a lead. The site discarded the handpiece. There was no delay and no reported patient impact.